Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the physician attempted to connect the loop wire to the catheter, outside the patient's body, it was noticed that the loop wire was frayed and the coating was coming off the wire. However, nothing from the wire or the coating fell into the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age is unknown however over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual evaluation found that the blue coating of the pull wire was peeled in multiple places along both strands of its working length. One piece of the peeled coating had completely detached from the device, but was returned for evaluation. The pull wire was found to be bent near the end that is looped with the delivery system of the peg. A visual evaluation found that the distal edge of the percutaneous stoma measuring device (psmd) was not smooth and appeared to have one side partially bent in. The returned unit was consistent with the complaint incident that the loop wire coating was coming off. During the evaluation the insertion wire coating was found to be peeled and a part of the coating was found detached. It is most likely that during placement of the device the insertion wire was pulled across the distal end of the psmd device causing the coating on the insertion wire to peel off. Damage to the distal end of the psmd cannula indicates that the wire might have been pulled across it. Therefore, the most probable root cause is therefore operational context. (B)(4).

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the physician attempted to connect the loop wire to the catheter, outside the patient's body, it was noticed that the loop wire was frayed and the coating was coming off the wire. However, nothing from the wire or the coating fell into the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.